Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported "intracapsular ruptures", "parenchyma and slight amount of periprosthetic fluid", "retroglandular breast implants with irregular contours" and "teardrop sign". This record is for the left side. Device remains implanted.